Event description:
It was reported that the patient presented to the hospital experiencing bradycardia while in a presyncopal state. Interrogation showed a high capture threshold with an intermittent loss of capture. A high impedance measurement was noted to have occurred on (B)(6) 2013. The leads output configuration was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.